Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 10-mar-2025 and forwarded to millyard advanced medical products, llc on 11-mar-2025. The patient reported their pump alarmed for error and that the remote would not turn on while plugged in. They stated their backup pump has been broken since (B)(6) 2024 but she never reported it. The patient was off medication for about 1 hour at the time of the report and stated she feels fine. Replacement systems were sent. No components or further information related to reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.